Event description:
The customer reported that the instrument became jammed during the first use. There was no pt injury. No add'l details about the device and incident were made available by the customer. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2012. The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.